Event description:
It was reported that the right ventricular lead had a "slight dislodgement." The physician decided to monitor the patient and no intervention was performed. The lead remains in use. Subsequently, a holter monitor electrogram (egm) revealed the device was missing one ventricular pace each hour. Adjusting the device sensitivity was discussed however oversensing could occur if that were done, so the physician elected to monitor the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).